Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix 2000 ml eva tpn bag was leaking from the administration port. This event occurred during setup and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between september 09, 2017 - september 23, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a leak coming from the port weld area. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.